Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. In speaking with olympus technical support via the phone, the customer had advised that an on-site olympus sales representative advised the scope could not be run through steam, only the sterrad unit. The customer was advised by technical support that the scope could not be used in that manner for reprocessing and was advised to check and inspect the scope for damage. Technical support also advised if using the sterrad product, the adhesive of the insertion section may deteriorate. Depending on the circumstances, replacement of the insertion section may be required. Before use, confirm that the endoscope was free from any damage or other irregularities. The customer was going to let the staff know and stop the reprocessing of the scopes in steam.

Event description:
The user facility reported to olympus the endoeye flex 3d deflectable videoscope was run through the steam and inquired if the scope could be autoclaved. This was identified by olympus as incorrect reprocessing. No patient involvement reported.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.